Manufacturer narrative:
The siemens customer service engineer (cse) was dispatched to the customer site to service the rotational drive of the sample probe. The cse identified the error 's03 600 00 31' generated by the atellica im 1600 analyzer and observed sparks from an electrical connector on the analyzer. The cse informed that the customer had a backup analyzer to test patient samples and experienced no delay in testing. The cse reported to siemens that no one was injured or harmed due to the sparks emitting from the analyzer. The cse noted the sample probe was offline and the error condition was intermittent. The cse performed troubleshooting and observed sparks from a frayed wire touching an electrical connector. The cse performed services to remove the wire and resolved the issue. The cse verified the alignment of the sample probe and performance of the analyzer and noted no error. The analyzer performed as expected, and no further evaluation of the device was required.

Event description:
The customer contacted siemens to request service for the atellica im 1600 sample probe module that was offline due to an error condition. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed troubleshooting on the atellica im 1600 and observed sparks while servicing the analyzer. There are no known reports of adverse health consequences due to the sparks emitted from the analyzer.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00225 on 15-sep-2021. Correction (20-sep-2021): siemens updated e.1 to include the correct customer contact name and phone number.